Event description:
Customer reported being hospitalized for dka. It was reported that customer was vomiting prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.